Event description:
The customer reported on (B)(6) 2013 he activated a new pod and during needle insertion he did not hear the normal click it usually makes so he decided to wait a few hours to see if the needle would fire the cannula into the infusion site and it never did. His blood glucose reached 358 mg/dl and the pod was then removed.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.